Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No capture management data is available in the save to disk file. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.